Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient suffered from site issue event on (B)(6) 2024. There was swelling at site. Therefore, patient was treated with oral antibiotics. There was difficulty to connecting the infusion tubing to the cannula due to its small size. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.